Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of high threshold was not confirmed. Small hole on outer insulation was noted at 16.2 cm from the connector pin, consistent with the damage occuring during surgical procedure. All other tests found normal device characteristics.

Event description:
It was reported that the lead exhibited high pacing threshold at implant. The helix mechanism was not working properly either. The lead was removed.